Event description:
On (B)(6) 2016, (B)(6) was notified of pt's death on (B)(6) 2016. Pt was in their home on trilogy ventilator at time of death. On (B)(6) 2016, (B)(6) received notification from families' legal representative reporting that the device possibly was defective.